Event description:
The caller is reporting a post op infection involving depuy mitek's intrafix sheath and screw. The devices were used in an acl repair. The surgeon treated the pt for the infection, no other information is available at this time.